Manufacturer narrative:
Patient identifier unknown/ not provided. (B)(4) patient age unknown / not provided. Patients weight unknown/ not provided. Brand name unknown/ not provided. Catalog number unknown. Lot number unknown. Device not returned.

Event description:
It was reported that unknown abutment screw fractured and part of it is still stuck in the implant and the doctor requested a screw removal tools in order to retrieve it. They were not able to remove the abutment screw at so doctor removed the implant and grafted the site.

Manufacturer narrative:
A hydroxypatite coated spline implant was returned for inspection. The implant shows large signs of wear about the collars, and body. During the investigation of the internal drive feature of the returned implant it was confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Alleged event was confirmed following inspection. A singular root cause could not be identified. The following sections are being updated: date of this report. Device availability. Concomitant medical products. Date received by manufacturer. Type of report. If follow-up, what type. Device evaluated by manufacturer. Evaluation code. Additional narratives/data.